Manufacturer narrative:
Block b3: exact date unknown, event date used was the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5029011/5029190. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 20225648.

Event description:
It was reported that the patient was experiencing inadequate stimulation and increased pain. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were discarded by the medical facility and will not be returned.